Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Device functions such as alerting and delivery appeared to operate as intended. The user reported performing manual insulin injections while still connected to the ilet, which may have resulted in insulin stacking. A failed cgm sensor was also identified. No malfunction of the ilet was found. The cause of the event appears related to a combination of cgm sensor failure and user behavior. The user did not disconnect or pause the ilet during injections, which may have contributed to insulin stacking and subsequent hypoglycemia.

Event description:
On (B)(6) 2025, a user reported experiencing low blood glucose (bg), resulting in a call to emergency medical services (ems). The user was treated with glucose syrup and was not hospitalized. In the days prior, the user noted that they had been administering manual insulin injections to address elevated bg readings due to a failed cgm sensor. The user did not disconnect or pause the ilet during injections.